Event description:
It was reported that there was a cassette failure. The issue was detected in the workshop during the inspection, there was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the customer problem was duplicated. The pump could not differentiate between latch and unlatched state, this is caused by a faulty latch sensor. Also found that the pump recorded error code 46440, which points to a faulty downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch sensor, dso seal, dso bezel, and dso sensor, and the pump passed all functional tests and performed as intended after repair.